Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 3 mg/day), clonidine (100 mcg/ml and 60 mcg/day), and bupivacaine (3 mg/ml at 1.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump motor stalled and the patient went into withdrawal. The pump was replaced. The catheter was checked and found to be working fine. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no reported environmental, external, or patient factors that may have led or contributed to the issue and it was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient's pump had multiple motor stalls and recoveries beginning on (B)(6) 2018 at 03:24 and the last occurring on (B)(6) 2018 with no recovery noted to date. It was reported that the hcp believed that the patient began experiencing withdrawal symptoms on (B)(6) 2018; on (B)(6) 2018 the patient was in full withdrawal and was sent to the emergency room. It was noted that the pump was replaced on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.